Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient went for computerized tomography (CT) of abdomen while undergoing rewarming process of arctic sun device. The arctic gel pads were disconnected but not removed and now received low flow alert 02. The gel pads were disconnected and reconnected using proper technique with no improvement in flow (0.0 lpm). Ran diagnostics and the flow was at 2 range, inlet pressure was -7 range and circulation pump command was 80 range. Arctic gel pads were reconnected and still received 0 flow. Mss had advised the complainant to change out the arctic gel pads. The complainant later called back and reported that there was good flow with new arctic gel pads.

Event description:
It was reported that the patient went for computerized tomography (CT) of abdomen while undergoing rewarming process of arctic sun device. The arctic gel pads were disconnected but not removed and now received low flow alert 02. The gel pads were disconnected and reconnected using proper technique with no improvement in flow (0.0 lpm). Ran diagnostics and the flow was at 2 range, inlet pressure was -7 range and circulation pump command was 80 range. Arctic gel pads were reconnected and still received 0 flow. Mss had advised the complainant to change out the arctic gel pads. The complainant later called back and reported that there was good flow with new arctic gel pads.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "flow path is slightly blocked". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. Correction : h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.